Event description:
A female underwent initial aaa repair in 2007. One flex main body and two iliac leg grafts were placed. Follow-up CT was undetermined, so the physician went into a second procedure to verify what she thought was a type ii endoleak. However, it appeared this was a type 1 endoleak (see also 1820334-2008-00314). The pt had an accessory renal artery which the physician tried to save and there is a little calcium there as well. The physician placed a main body extension graft during the second procedure, which was in 2008. This repaired the endoleak. One week after the cuff placement, the pt had a pe. The physician said this had nothing to do with the procedure or the device. The physician felt the pt might have had an underlying issue prior to zenith placement that went undetected. As at 5 days post procedure, on follow-up it appeared that the cuff had moved and the leak was back. At this time, additional surgery has not been scheduled.

Manufacturer narrative:
Event evaluation: still under investigation.